Event description:
Surgeon attempted to remove ovary with this device. He grabbed tissue, clamped it-it would not release tissue. He had to use another device to remove ovary to remove this device and ovary. No harm to pt. (Ethicon rep was notified) (hospital still has device). Without passing judgement - it is possible too much tissue was "grabbed" in device to cause problem but unknown at this time or a defect in product, unknown.